Event description:
It was reproted that bleeding was observed under the skin at the catheter insertion position. Since blood pressure value and hemoglobin level became low and bleeding under skin was observed, customer checked with x-ray and white shadow was observed in right lung. Drain tubing was inserted and blood clot was found. It was unable to determine where it was bleeding from. Bleeding stopped next day.

Manufacturer narrative:
Product will not be returned for evaluation. Device was not returned from customer.